Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown liner, unk; unk, unknown stem, unk; unk, unknown cup, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06087, 0001822565 - 2017 - 06090, 0001822565 - 2017 - 06091.

Event description:
It was reported that a patient developed deep vein thrombosis (dvt) after being discharged from a total hip arthroplasty. It was noted that after severe swelling the physician ordered an ultrasound which revealed deep vein thrombosis in the calf. The patient experienced further complications related to prescribed medication for the dvt, resulting in a wound hematoma. No products were revised during this procedure. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with the wrong MFR#. The initial report should be voided as it was submitted in error. This event will be reported in 0009613350-2017-01815.